Event description:
It was reported that there were transient high, out-of-range shock impedance measurements of the implantable cardioverter defibrillator (ICD) system. The values ranged between 90 ohms and 140 ohms since october 2019. Other lead diagnostics were stable and within normal limits over the past year. The last delivered shock had an impedance measurement of 93 ohms. Technical services suggested increasing the shock impedance limit to a higher value and continuing normal follow-up. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.